Event description:
A malfunction alarm labeled as malf 16 was reported, and it was confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use manual daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support arranged for the replacement of the pump, confirmed the shipping details, and instructed the caller on how to put the pump into storage mode before returning it using a pre-paid label within ten days.